Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. The blood/body fluid was observed on the distal conductor (not obstructed. The outer insulation had a white substance observed and cosmetic depressions. The lead was stretched and flexed.

Event description:
It was reported that the lead was fractured, the impedance was greater than 2000 ohms and there was no capture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.